Manufacturer narrative:
Method: device not received. Results: no evaluation performed. Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
A (B)(6) pt reported 1528-3 microfoam tape was used to secure dressing following shoulder surgery. Alleged redness, itching and a red bubbly rash occurred within 24 hours only where adhesive tape touched the skin. Reported removing as much tape as possible, only leaving a small amount covering dressing directly over incision. Reported cleaning area where tape was removed with hydrogen peroxide and applying neosporin ointment to irritated area. Reported stitches and remaining dressing/tape removed at md office on (B)(6) 2014. Reported md prescribed hydrocortisone 2.5% for treatment of reaction. Reported reaction took about 2 weeks to heal. Reported reaction better today, only slight purple outline remains where tape was applied.